Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: unknown shell, unknown liner, unknown head. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip procedure approximately nine weeks post implantation due to and infection. Attempts have been made and additional information on the reported event is unavailable at this time.